Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The insulin pump was received with minor scratched lcd window, broken belt clip slot, missing end cap sticker and cracked reservoir tube lip.

Manufacturer narrative:
Findings: pump received with cracked and bleeding lcd glass. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump received with minor scratched lcd window, broken belt clip slot, missing end cap sticker and cracked reservoir tube lip. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call display anomaly on the insulin pump. Customer's blood glucose level was 338 mg/dl. Troubleshooting for the display anomaly was performed. Customer advised the display screen was cracked and blacked out. Troubleshooting was unable to resolve the issue and the patient was unable to read the display screen. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.